Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead was undersensing the ventricle, but picking up atrial pacing. A chest x-ray was performed, revealing that the lead had pulled back up near the tricuspid area and that the lead pin was not completely inserted into the pulse generator header.